Event description:
It was reported that the device shows battery status eos and was explanted. We were notified that the battery depletion was likely caused by inappropriate shocks due to lead noise and fracture. Should additional information be received, this file will be updated.